Event description:
Pt complained of chest pain, joint pain, breast pain, enlarged glands and lymph nodes, swelling of joints, fatigue, swelling of hands and feet, shortness of breath, weight gain, infections, high blood pressure and low blood pressure.